Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after achieving arterial luminal marking, excessive bleeding was observed around the proglide device. The device was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Patient selection. (B) (4). The device is expected to be returned for investigation. It has not yet been received.